Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Angiodynamics received an MRI report from mhra reporting an end user experienced an issue with a bio-stable 4f sl 55cm mst-70 kit valved with nitinol guidewire. The end user reported a patient's PICC line had fractured in the blue catheter section near the white suture wing. The fracture was noted when administering antibiotics. The provider saw pooling under the dressing and removed the dressing to find the catheter was leaking. The PICC was removed and replaced.

Manufacturer narrative:
Corrections: d2a, g1. The customer's reported complaint description of leak in the catheter tubing was confirmed; root cause of leak is a small hole in the catheter tubing. The hole was created by slice damage from a sharp object like scalpel or scissors; not a kink or burst failure mode. PICC was in situ for 32 days so slice damage is not related to PICC manufacturing or during the implant procedure. Slice damage likely occurred during dressing change, i.e. Damage to catheter tubing from scissors. Device history record review of the packaging/PICC assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. There have been no other reported complaints for the indicated packaging/PICC assembly lots for similar catheter hole/leaked issue. Labeling review: the dfu that is supplied with the bioflo PICC device contains the following statements: intended use/indications for use the bioflo PICC with endexo and pasv valve technology is indicated for short or long-term peripheral access to the central venous system for intravenous therapy, including but not limited to, the administration of fluids, medications and nutrients; the sampling of blood; and for power injection of contrast media. Warnings - do not use the catheter with chemicals that are incompatible with any of its accessories, as catheter damage may occur. Precautions - carefully read all instructions prior to insertion, care or use. - acetone and polyethylene glycol-containing ointments should not be used with polyurethane catheters, as these may cause failure of the device. - do not use sharp instruments near the extension tubes or catheter shaft. - it is recommended that institutional protocols be considered for all aspects of catheter use consistent with the instructions provided herein. - do not use scissors to remove the dressing, as this may possibly cut or damage the catheter. - prior to dressing the catheter and access site, inspect both to assure that they are completely dry of isopropyl alcohol or acetone based cleansing agents. To avoid pooling of an agent, do not fully insert catheter up to suture wing. - do not attempt to repair the catheter. If breaks or leaks are apparent in the catheter, remove the catheter immediately - patients must be educated regarding the care and maintenance of their PICC. The healthcare provider is responsible for this patient instruction. Potential complications/adverse events - air embolism - bleeding - infection - extravasation/infiltration of infusate. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).